Event description:
In march I received new contacts from my eye care professional. My left eye became irritated shortly after I began wearing them. On april 8th I had severe swelling and redness in my left eye. I went back to my eye dr. In april. He diagnosed me with an eye infection-conjunctival- and said it was not my contacts that caused the problem. Later that same day the bausch and lomb announcement came out. When I received my new contact cleanser - bausch and lomb renu with moisture loc. I have never had eye problems in the past -nor have I used this product-. I am concerned that this product caused the infection I have in my eye. Event abated after use stopped.